Manufacturer narrative:
A specific root cause could not be identified. Review of the provided data indicated a preanalytical sample handling issue was likely the cause of the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. The initial sodium result was 160 mmol/l. The repeat result was 144 mmol/l. The repeat result on the other ise module was 145 mmol/l. The repeat result on the radiometer abl800 flex analyzer was 143 mmol/l. The initial chloride result was 120 mmol/l. The repeat result was 105 mmol/l. The repeat result on the other ise module was 107 mmol/l. The repeat result on the radiometer abl800 flex analyzer was 110 mmol/l. The initial results were reported outside of the laboratory. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The investigation found the customer was not following the tube manufacturer's recommendations for centrifugation time. This could lead to sample quality issues which could cause or contribute to miss-sampling.